Event description:
It was reported that a female patient underwent a breast surgery with two 325cc mentor smooth round moderate plus profile saline breast prostheses and experienced generalized illness symptoms including difficulty speaking, dry mouth, cold hands, cold feet, tingling in hands, muscle soreness, muscle tightness, heart palpitations, ear ringing, brain fog, memory loss, night sweats, depression, anxiety, hair loss, and breast pain post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side device.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. (B)(4). Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 11, 2022, mentor received additional information regarding the patient, event date, and device information. The patient's age at the time of the event has been updated to 24 years old. The patient ethnicity has been updated to not hispanice/latino. The patient's race has been updated to white. The date of event has been updated to (B)(6) 2018. The device lot number has been updated to 6780670. The device serial number has been updated to (B)(6). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).